Event description:
It was reported that the lens was dry upon receipt. This event occurred with four lenses. This report references lens 2 of 4. Reference MDR # 1313525-2015-00277 for lens 1 of 4. Reference MDR # 1313525-2015-00740 for lens 3 of 4. Reference MDR # 1313525-2015-00741 for lens 4 of 4.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.